Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was not able to squeeze the handle and there were issues experienced with the loading or firing of the clips. They opened another pack of clip to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the instrument was received partially applied. The body was observed to be deformed. Functionally; the handles could not be cycled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed heat damage may occur if the instrument is subjected to excessive heat during a sterilization process. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was not able to squeeze the handle and there were issues experienced with the loading or firing of the clips. They opened another pack of clip to complete the case. There was no patient injury.